Event description:
It was reported to boston scientific corporation on march 4, 2008, that a extractor rx retrieval balloon was used during a procedure (patient age, gender and weight are unknown). According to the complainant, the doctor was using the balloon to sweep cdb when the balloon burst. The outcome of the procedure is not known. There were no patient complications reported as a result of this event. No harm to the patient was done.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.